Event description:
A malfunction on the pump was reported by the customer after the pump went through airport security. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer was instructed to reset pump to clear malfunction alarm.